Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus india. Olympus india checked the subject device for evaluation. It was duplicated the reported phenomenon which the image of the subject device was not displayed when the subject device was connected to evis 180 and 150 videoscopes and was caused by the patient board (printed circuit board) failure of the subject device. In addition, there was no burn marks or component broken on this board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india and its report said the reported phenomenon was occurred due to the patient board (printed circuit board) failure of the subject device, omsc surmised there was the possibility this phenomenon was attributed to accidental failure of the patient board, because it has been only two years since the patient board was manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was connected to evis 180 videoscope at the preparation for use. There was no report of patient injury associated with the event.